Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the driver cad (computer aided design) model experienced instrument tracking issues. Specifically, the device appeared as an awl sharp for a few seconds before reverting back to the driver. This issue, which has been occurring since the installation of spine tools 41, was noted to happen only with this instrument and during the navigation phase of the procedure. The driver was attached to an orange tracker, while the awl sharp was attached to a gray tracker, which was not in use and was located on the other side of the operating room, out of the camera's field of view. The issue was resolved by clicking the eyeball icon to make it disappear and then clicking it again to bring it back. There was no impact on the patient outcome, and there was less than an hour surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed and the reported issue could not be reproduced in house. The logs were reviewed and it was observed that there were 2 sessions. Navlock gray and orange were added in the instrument but verification was done for the tools - passive planer, navlock violet, catalyft pl, navlock orange, navlock green. There were no errors and no evidence captured in the logs for the cause of this issue. User had moved to navigation task after capturing images and this happened 3 times. Suspected the last used was awl sharp and when moving to and from the navigation task and before bringing the another instrument in the field of view, the last used one might have appeared. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.